Manufacturer narrative:
Isi has not received the sureform 60 reloads or the sureform 60 stapler instrument involved with this complaint. The root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the reloads and instrument are returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review showed that a sureform 60 stapler instrument part number 480460-09, lot t90200910-0031 fired five reloads (1 green and 4 blue). However, additional logs are not available at this time to provide results of the firing. No image or procedure video were provided for review. The complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted roux-en-y gastric bypass surgical procedure, the patient reportedly had a post op staple line that "opened". As a result, the patient had a second procedure to address the issue. There was no reported malfunction of a da vinci system, instrument, or accessory. The cause of the reported problem is unknown.

Event description:
It was reported that after undergoing a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the patient underwent another surgical procedure, secondary to an open staple line. On 04-feb-2021, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event (information was obtained directly from the surgeon): the csr was not present during the da vinci-assisted gastric bypass performed on (B)(6) 2021. On (B)(6) 2021, the surgeon had texted the csr and stated that the 3-4 rows of the staple line on the distal end of the gastric pouch had "opened up". As a result, the patient had a second procedure to address the issue, and the staple line was over sewed. The surgeon had used the sureform stapler instrument with a blue sureform60 reload. There was no reported malfunction of a da vinci system, instrument, or accessory. The system, instruments, and accessories used were inspected before use as per standard practice. There were no abnormalities or damage observed. The initial procedure was completed robotically, during which the patient did not experience any intra-operative complications. On 18-feb-2021, the following additional information was obtained from the surgeon. The patient details are as follows: the patient is a (B)(6) years old, hispanic female, weighing (B)(6) kgs. With a history of previous bariatric procedure. During the initial roux en y bypass gastric bypass procedure, there were no stapling issues throughout the procedure. While stapling on the gastric tissue, the following were confirmed: there were no error messages, no clamping issues, no obstruction (such as clips or staples), no malformed staples, no tissue tension, and tissue integrity was fine. It was also confirmed that no buttress material was used, and no photographic images or procedure video were available for review. The leak tests were negative, and the surgeon did not perform upper gi endoscopy after the procedure. On post-operative day #2, the patient exhibited severe abdominal pain, tachycardia and tachypnea. As a result, the patient had a second surgical procedure and it was identified that the staple line was dehisced and ¿opened up¿ at the posterior lateral wall of the gastric pouch. As a result, the surgeon over sewed the opened staple line. The patient is reported to have been discharged with a drain in place.